Manufacturer narrative:
Poligrip is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available, (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of medication aspiration in an (B)(6) male patient who received gsk denture adhesive (formulation unk), (poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included a blood clotting disorder (reported as "the clotting of his blood was challenged"), chronic obstructive pulmonary disease and emphysema. The patient stopped smoking when he was (B)(6), using (B)(6). Used (B)(6) to wean himself off, which "ruined his teeth". He has few of his own teeth left, all his upper teeth are lost and his gums have shrunk. He had a new plate made 18 months ago. The patient's past medical history included having nose bleeds. The patient was a "nose picker" since he was (B)(6). The patient was referred to hospital as an outpatient and was told to "stop picking his nose and to look out for any blood when coughing". Co-suspect medication included triple salt dental adhesive cram (poligrip ultra denture adhesive cream). The patient had used gsk denture adhesive (formulation unk) "for years and years". On an unk date, the patient started using gsk denture adhesive (formulation unk) and triple salt dental adhesive cream, at an unk dosing regimen. At an unk time after starting gsk denture adhesive (formulation unk), the patient experienced medication aspiration (as the patient believes the gsk denture adhesive (formulation unk) was "getting into his lungs and affecting his copd and his breathing by the ingested fixative taking up space in his lungs"), nose bleed, pink sputum (reported as "his sputum had a pink component") and "pink sputum at the back of his throat", excessive use of drug (due to the nature of his palate), accidental exposure to drug (as he swallows a large amount of fixative) and off label use (as the fixative oozes from the palate). This case was assessed as medically serious by gsk. Treatment with triple salt dental adhesive cream was discontinued on an unk date. At the time of reporting, the events were resolved.